Manufacturer narrative:
Follow-up # 1 date of submission 08/14/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during testing, the display was found to be dim/faded. A test screen was inserted and was found to function properly.

Event description:
On (B)(6) 2013 the reporter contacted animas to report the one touch ping pump¿s display was dim and faded and difficult to read in bright light. The patient did not suffer any injury or seek medical attention due to this issue. Troubleshooting revealed there had been no trauma to the pump and it had not been exposed to moisture. The issue was not resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.